Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in nov 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had neck pain last night. The patient claims that she didn't have the pain before and believes it's the device. The sales representative suggested to take the device off for a couple of days and reintroducing it in small increments of time. The patient stated that the pain started while she was sleeping. She woke up around 2 am with pain in the bones and on the back of her head. The patient stated that she was clenching her teeth from the pain and the pain was below the skin. The patient reported that her pain level is a 10 out of 10. The patient stated that she started physical therapy yesterday before the spinal pak was applied. At physical therapy, the patient stated that she walked, rode a bicycle, and did leg exercises. The patient stated that she called her doctor, and is waiting for the doctor to call her back. The patient reported that she took oxycodone for the pain which did not help at all. The patient also reported taking tylenol. The patient stated that she took off the spinal pak around 6:30 am and is still having pain in the arms and the back of the head. The patient will call with an update after her doctor calls her back. The patient was told to do the time test when she starts using the spinal pak. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient had neck pain last night. The patient claims that she didn't have the pain before and believes it's the device. The sales representative suggested to take the device off for a couple of days and reintroducing it in small increments of time. The patient stated that the pain started while she was sleeping. She woke up around 2 am with pain in the bones and on the back of her head. The patient stated that she was clenching her teeth from the pain and the pain was below the skin. The patient reported that her pain level is a 10 out of 10. The patient stated that she started physical therapy yesterday before the spinal pak was applied. At physical therapy, the patient stated that she walked, rode a bicycle, and did leg exercises. The patient stated that she called her doctor, and is waiting for the doctor to call her back. The patient reported that she took oxycodone for the pain which did not help at all. The patient also reported taking tylenol. The patient stated that she took off the spinal pak around 6:30 am and is still having pain in the arms and the back of the head. The patient will call with an update after her doctor calls her back. The patient was told to do the time test when she starts using the spinal pak. No additional patient consequences have been reported. No product was returned for evaluation.